Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 40mm atrial septal occluder was chosen for implant, using 12f amplatzer torqvue delivery system. The transesophageal echocardiography (teo) sizing was provided by non-abbott 33mm balloon, measuring the diameter to be 39mm. After detachment, the device was noted to have embolized into the right atrium. Immediate removal was carried out by the implanter using a lasso. In the physician¿s opinion, the defect was bigger than the device chosen. The patient remained hemodynamically stable throughout the procedure. The patient was reported to be doing good and was discharged. There was no clinically significant delay.

Manufacturer narrative:
An event of device migration after implant was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Imaging was received from the field which was reviewed by abbott medical affairs and were found to show the embolization of the aso occluder into the right side of the heart, which was then retrieved with a snare. Information from the field indicated it was thought the defect was too large to be closed by the device. There is no indication of a product issue with respect to manufacture, design or labeling.